Manufacturer narrative:
On (B)(6) 2013, doctor was performing surgery using a vilex mini met head implant, mmci-13, lot 4494. During surgery the doctor advanced the implant to its final position. Doctor then attempted to further advance the implant outside of the highly recommended protocol which resulted in the product breaking. The head of the implant broke off the threaded stem. All pieces of the implant were returned vilex. On (B)(4) 2013, vilex's quality department inspected the implant pieces and found the product to be within its specifications. It was determined the doctor over tightened the implant; therefore, causing it to break. A review was conducted and no previous complaints have been filed against this product. If any additional information becomes available, a supplemental report will be filed.

Event description:
On (B)(6) 2013, an account manager returned one (1) mmci-13 (mini met head). The head of the implant had broken off the stem.